Event description:
The patient reported the infusion device not accurately deliver insulin and the piston rod makes abnormal noises. The patient changed the battery and infusion set and was unable to resolve the issue. The patient experienced elevated blood glucose of 250 mg/dl and lowered readings by bolusing through the infusion device. The patient's normal blood glucose range is 80-120 mg/dl. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.